Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial#: (B)(4), product type: extension. Product ID: 3708260, serial/lot #: (B)(4), ubd: 19-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. It was reported that the patient was experiencing shocking sensation where the extension connects to the leads. No contributing factors were known. It was stated that the extension was replaced on (B)(6) 2020, and during replacement, it was noted that there were no boots on the old extension. Additional information received from the manufacturing representative (rep) on (B)(6) 2020 indicated that 3 days after the revision surgery, the patient reported seeing an out of range (oor) message. It was noted that impedances were normal on the day of the procedure using connection check and the patient felt normal stimulation sensation. However, now impedances on electrodes 0, 1, 2, 3, and 7 were greater than 11,000 ohms. The rep discussed palpating and discussed a possible connection issue, since impedances were normal prior to the revision. No further complications were reported or anticipated.

Event description:
A lead was returned for analysis. No further complications were reported.

Manufacturer narrative:
H3: analysis of the product has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The leads were replaced on march 17th. The extension was replaced on 2/11 was investigated and was fine. One of the leads had high impedances intra-op. The extension was left in place and is functional. The patient had good impedance readings after the procedure and has been happy with the results. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3888-56 lot# va1pnld implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 3888-56 lot# va1pnld implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 3708260 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type extension product ID 97792 lot# unknown product type accessory product ID 97792 lot# unknown product type accessory h3: analysis of the lead (va1pnld) found that a broken conductor 6.8 cm from the distal end, broken conductors 6.2 cm from the distal end and conductor 3 broken at the weld site of the distal end. Analysis of the lead (va1pnld) found that conductor 3 was broken at the weld site of the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.